Event description:
Customer reported another incident in which air entered the distal tubing after the neonate was moved and the position of the filter changed from horizontal to vertical with distal tubing uppermost. Air was trapped in the tubing when set was removed from pt, but no air reached the pt.